Event description:
It was reported that an alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, following instructions from technical support, was able to load a new cartridge and resume insulin successfully, and arrangements were made for the return of the original cartridge.